Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with an indication of adjacent level fusion. It was reported that devices were broken, and no fragment of the device remains in patient. No patient symptoms or complications as a result of this event. No additional surgery or treatment performed as a result of this event. Surgical delay was about 7-10 minutes while the broken tip retrieved from inside of the implant. Product came in contact with patient as it broken while implant. Product utilized correctly according to the directions given in the IFU/labeling. No further complications were reported.